Manufacturer narrative:
Date of event: exact date unknown, event occurred past few months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132; sn (B)(6). The returned ipg was analyzed and found that the device was undetectable and could not be charged. An internal electrical test found u2 asic (application-specific integrated circuit) was damaged. Exposure to high-voltage transients or high rf (radio frequency) energy can cause this type of damage.

Event description:
It was reported that the patient had frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.